Event description:
It was reported via repair work order that the footboard had exposed wires. It was also reported that the motion interrupt pan was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.